Event description:
It was reported that the patient had no pain relief. A catheter dye study was performed and it was noted that the dye was pooling around the pump and not entering the intrathecal space. The hcp concluded that the connector was not patent. The pump connector was replaced. The patient' recovered without sequela. The patient's pump contained morphine 10 mg/dl at a dose of 7.5 mg/day.

Manufacturer narrative:
.